Event description:
It was reported that 1 bd super thin ii insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : it was reported that needle shields are difficult to remove and tight and also when needle shield is removed the needle hub separated as well. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 2022-03-07. Investigation summary: ustomer returned a single 0.3ml, 30 gauge, 8mm syringe from lot 9203941. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 9203941. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that 1 bd super thin ii insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : it was reported that needle shields are difficult to remove and tight and also when needle shield is removed the needle hub separated as well. Date of event : unknown, samples : available.